Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp for the reported white line on the display, he turned on the unit but was unable to reproduce the reported issue. The fse checked the coiled cable for proper tightening and found it to be tight, shook the screen to see if the issue can be reproduced but could not reproduce the complaint. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a white line going across the display. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d5, g1 (contact person ¿ mfg site), h6 (health effect ¿ clinical code).